Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform no delivery test due to motor error alarm. Unable to confirm error alarm due to history file was overwritten. The insulin pump had minor scratches to lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery during basal rate. The customer noted that there was a motor error alarm received 4 months prior, and the device had not been replaced. The blood glucose reading was 226 mg/dl. Upon troubleshooting, the customer was able to perform a fixed prime and insulin did exit. He also stated that he had lost weight and the problem may a site issue. The customer was not able to rewind the device. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.